Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is in-process.

Event description:
On (B)(4) 2017 a customer reported that on (B)(6) 2017 the g8 instrument incorrectly reported the value for a level 2 quality control (qc) on a patient's result even though the instrument had identified the patient's accession number correctly. Specifically, the first result of the level 2 qc was out of range, so the technician put it at the end of the run, after the patient specimen being questioned and several other patient specimens, to rerun it. The g8 instrument then sent the result for the level 2 qc in place of this patient's result. The technician did not catch the error and the result was reported out of the lab. The patient had to have additional lab testing in order to verify the aberrant value. There is no indication of any patient intervention or adverse health consequences due to this event. The tosoh technical support specialist (tss) confirmed with the customer that both specimens were barcoded, the qc and patient specimen. The tss requested the original printout and results that were transmitted to the lab information system (lis). The customer agreed to call back with the requested information.